Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood was observed. No non-conformity was observed to the c-ring. The scope wash tubing appeared to be kinked at the at the center from the blunt tip and the c-ring joint. There were no non-conformances observed with the c-ring slider. The slider could advance and retract the c-ring without any difficulties. The scope washer connector and the distal insufflation connector were intact. Based on the return condition of the device and the evaluation results, the reported complaint is confirmed for the reported failure " break".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed upon removing from packaging vasoview hemopro 2 right arm of c-ring extender was bent. With movement of c-ring the arm broke. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed upon removing from packaging vasoview hemopro 2 right arm of c-ring extender was bent. With movement of c-ring the arm broke. A replacement device was used to complete the procedure. No patient involvement.